Event description:
I had custom wavefront lasik. I can technically read 20/20 on the snellen chart so my lasik doctor considers me a success, but I have not had a second of clear vision since the surgery. Everything is blurry, indoors and in low-lighting especially. There is glare everywhere. I can no longer drive at night because the halos and starbursts are so large and painful to look at and the night seems darker. My eyes struggle to focus and sometimes things go completely blurry when looking at things at different distances. I also have extremely painful dry eyes that bother me all day and keep me up at night. The lasik doctor and technician told me that worst cases I would have a "little annoying dry eye and maybe some hallos/starbursts for a week or two". I told them I worked full-time and was in college at night. I can no longer attend school because I cannot look at computers for more than a few moments. This has affected my performance at work as well I have panic attacks and cry multiple times a day and am consumed by suicidal thoughts. I started seeing a therapist who believes I have developed ptsd from the surgery. I have nightmares, flashbacks, and every time I see a person in glasses I break down and cry. I am grieving my vision loss at age (B)(6). My corneas were 502 and 515 microns thick before doing the surgery for my high - 7.00 prescription. My corneas are now each around 411 and with the 160 micron thick flap I am dangerously close to the safety of 250 microns set forth by the FDA to be safe from ectasia. The doctor, (B)(6), dismisses my concerns and visual symptoms. I am afraid and depressed and have found countless others in similar situations. How is this procedure allowed? The technicians are paid commission, which I didn't know previous to my surgery. I do not believe I was a good candidate with my cornea thickness and high prescription. I have also since been diagnosed with meibomian gland dysfunction. I told dr. (B)(6) I have been told by an optometrist in the past that the reason I couldn't wear contacts was because I had dry eyes. He assured me that my eyes were not dry and I was a "perfect candidate". I know now he did not do the necessary dry eye testing. I work in dentistry and have always trusted doctors. Lasik surgeons are not educating or screening patients properly, and I am outraged that the FDA is not protecting the public from them. I was mislead and a victim to sales tactics and now will never be able to see normally again. My future goals, well being, and psychological health have been destroyed.